Event description:
The device was returned to the manufacturer for analysis when it reportedly stopped working after 26 months implant duration. The patient was experiencing no stimulation and shocking so the device was explanted and replaced. Upon explantation of the device, the hcp noted what appeared to be condensation inside the receiver. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal - receiver output anomaly - hybrid can/pin corrosion.